Event description:
During an atherectomy of the superficial femoral artery (sfa), after the second insertion, the pantheris catheter and guidewire wrapped around each other, prompting the physician to remove the pantheris catheter. Difficulty in removing the pantheris catheter was encountered, as the pantheris was being retracted through the guiding sheath. When the pantheris catheter was finally removed, the nosecone of the pantheris device became detached (fully separated) from the shaft. The detachment occurred outside the patient's body. No part of the pantheris was left inside the patient. An angiogram, post pantheris, revealed a flow limiting dissection. A stent was placed where the dissection had occurred. After the pantheris, the patient was treated with a deb (drug eluting balloon). An angiogram after this revealed the vessels to be patent. No serious patient injury was reported and the patient was reported to be doing fine.